Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a 12 x 2.75 promus premier select stent delivery system (sds), was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break 55cm distal to the distal end of strain relief and multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. During preparation and while outside the patient and while placing a 12 x 2.75 promus premier select stent over the wire, the shaft broke. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a shaft break occurred. During preparation and while outside the patient and while placing a 12 x 2.75 promus premier select stent over the wire, the shaft broke. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.